Manufacturer narrative:
An event regarding allergy/reaction involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, such as primary operative reports, patient notes, progress notes, histology reports, and return of the devices are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon revised patient's right hip due to patient experiencing pain. Surgeon was not sure what was causing pain, suspected possible the dall miles cable (implanted at primary and no reason given why cable was implanted during primary) but cable was ruled out as suspect for pain, suspected lysis of the poly and surgeon noticed soft tissue reaction during the revision. Shell and stem well fixed and trunnion was noted to be in good condition.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-140, v40 cocr lfit head 40mm/+0, lot code: mepj6x. Cat. No.: 6704-0-520, d-m 2.0mm beaded cable set vit, lot code: 26864901. Cat. No.: 502-03-56e, primary tritanium hemi cluster hole cup 56mm, lot code: mha26h. Cat. No.: 6021-0537, accolade plus tmzf hip stem #5, lot code: 27878702. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Surgeon revised patient's right hip due to patient experiencing pain. Surgeon was not sure what was causing pain, suspected possible the dall miles cable (implanted at primary and no reason given why cable was implanted during primary) but cable was ruled out as suspect for pain, suspected lysis of the poly and surgeon noticed soft tissue reaction during the revision. Shell and stem well fixed and trunnion was noted to be in good condition.